Event description:
It was reported that the stent advanced 2cm forward during contralateral sfa placement. The doctor stated the stent jumped forward when exiting the delivery catheter. No deployment difficulties were experienced and another stent of the same make was placed without complications. The product was being used against labeled indication.